Event description:
Pt was being transported by paramedics following an apparent myocardial infarction. The pt was defibrillated 4 times as per the code summary. When pacing was attempted, the paramedics reported that the unit would not pace. Also, another defibrillation produced a message, that no energy delivered. The paramedic reported that he could move the pt lead at the connector. And the unit would pace for awhile. The code summary does show some periods of pacing. The unit was tested by the in-house clinical engineering staff. It was found that the unit would not pace. This was verified by the MFR's representative.